Manufacturer narrative:
Investigation results were made available. Concomitant medical products: znn, cmn lag screw, 10.5 mm, 105 mm including set screw, ref # : (B)(4), lot #: 2889065. Set screw, 8 mm, 21 mm, hex 3.5 mm, ref#: (B)(4), lot #16.335638. Znn cmn locking screw trauma impl win gen, ref# unknown, lot#: unknown. Trend analysis: no trend considering the following event was identified: nail breakage. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the patient was implanted with a znn cmn nail on (B)(6) 2017 on the right side. The patient was revised on (B)(6) 2017 due to nail breakage. Review of received data: two x-rays dated on (B)(6) 2017 were received. The review of the x-rays was performed by a healthcare professional. Pelvic ap-projection, lauenstein-projection right: postoperative imaging of recognizable skin staples. Femoral nail inserted correctly. The tip of the nail is not shown in the ap projection. There are distally recognizable two locking screws. At the level of the lower limit of the proximal body length of the nail there is an intact cerclage wire. The trochanter minor is fractured. The corresponding fragment is dislocated cranially. In this area medial at the transition to the diaphysis wedge-shaped configured bony defect situation. The surgical report of implantation dated on (B)(6) 2017 and the surgical report of revision dated (B)(6) 2017 were received. The review of the surgical reports was performed by a healthcare professional. Surgical report dated: on (B)(6) 2017: indication: fall to the right side, while multifragmentary- and subtrochanteric femoral fracture right with significant dislocation. Surgery: long znn with wires femur right. Surgical diagnosis: multifragmentary- and subtrochanteric femoral fracture right after fall on (B)(6) 2017. Surgical procedure: a znn nail was implanted with screws and wires. Procedure: first 6 weeks wheelchair mobilization. Surgical report dated: on (B)(6) 2017: indication: emergency with broken intramedullary nail for revision surgery. Implants: implanting ncb periprosthetic femoral plate surgical procedure: the broken znn nail and the sub components were removed and replaced with a ncb pp plating system without any complication. Procedure: partial load bearing. Devices analysis visual examination: the broken znn nail, a lag screw, a set screw and a cortical screw were returned for investigation. The visual examination shows that the nail was broken through the lag screw hole. The fracture surface on both broken parts is characterized by beach lines which depict the fatigue character of the fracture. On the fracture surfaces no material defects that could have triggered the fracture could be detected. On both broken part there are signs of lag screw movements visible. Furthermore, there are also several scratches on the outer diameter of the nail available. The lag screw shows some polished areas and damages around the grooves and also in the middle part of the shaft. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. In IFU for znn ti cmn (section warnings, patient counseling information) it is stated: warnings: ¿it may be necessary to consider a postoperative treatment course that reduces the stress on the nail system. Full unassisted load bearing should never take place until fracture callus formation is visualized on x-ray.¿ ¿special precautions are necessary in treating subtrochanteric fractures. This type of fracture is more difficult to reduce and results in unusually strong unbalanced muscle forces, which cause greater stresses to be transmitted to the device. These stresses increase the possibility of implant bending or breakage. Close supervision of the patient is advised to ensure the patient's cooperation until bony union is achieved.¿ root cause analysis: root cause determination rmw: breakage of implant due to inadequate design of mating components. Not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to lack of adequate fatigue strength. Not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to lack of adequate fatigue strength due to anodization. Not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to incorrect distal nail design for short nails (flexible nail end). Not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to general corrosion (crevice, pitting, galvanic). Not possible. No corrosion found. Breakage of implant due to the implant therapy is performed not as indicated. Possible, it is possible that a wrong implant therapy was performed by the patient. Breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture. Not possible. The x-rays do not show any abnormality. Breakage of implant due to users select wrong nail diameter,length and/or determine wrong ccd angle. Not possible. The x-rays do not show any abnormality. Breakage of implant due to wrong/incomplete information about limitation and postoperative restriction possible, in the surgical report it is mentioned that the next step will be discussed in the follow up meeting after 6 weeks. Breakage of implant due to patient do not follow the post-operative protocol. Possible, as the nail shows sign of fatigue character it is most possible that the nail was broken due to patient behaviour. Breakage of implant due to explanted implant is used for new implantation surgery. Possible, no patient stickers available. Conclusion summary: it was reported that the patient was implanted with a znn cmn nail on (B)(6) 2017 on the right side. The patient was revised on (B)(6) 2017 due to nail breakage. The nail was in vivo for approx. 4 months. The visual examination of the returned products indicates that no material defects that could have triggered the fracture could be detected. The product analysis of the znn nail shows an indication for a fatigue fracture. There are several factors which may have contributed to the breakage. It can be that the nail was over stressed during the in vivo time or a wrong patient behavior can also be the cause for the breakage. However, an exact root cause for the nail breakage could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
X-rays, surgical reports were received and will be reviewed as part of ongoing investigation. The device was received, the investigation is pending. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4)..

Event description:
It was reported that the patient was implanted a cmn femoral nail, ccd 130a, a. 11.5mm, 32cm on the right side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to nail fracture.